Manufacturer narrative:
. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.50/+5.50/070 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient has refractive surprise. Lens remains implanted. The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: on (B)(6) 2022, the surgeon repositioned the lens. This resolved the problem. Claim#: (B)(4).